Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a site/set/cart (cartridge leak) issue. It was reported that there was a leak in the cartridge into the cartridge compartment. The patient's blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500 mg/dl with no reported signs or symptoms, which does not meet the animas criteria for an adverse event. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the presence of a leak in the cartridge can result in under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/29/2016 with the following findings: during investigation, the cartridge was returned with a crack in the barrel. The plunger was removed to inspect for damage and there was damage found to the upper o-ring of the piston along the crack in the barrel.